Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord was pressed. The pump was returned to the biomedical dept with a report of, "bolus jack is not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the pt bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).